Event description:
A caller reported an issue with a temperature alarm on their pump while it was charging. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a return and replacement of the pump, confirming the customer's use of an alternate insulin delivery method. The caller was instructed on returning the faulty pump and acknowledged the process.